Manufacturer narrative:
(B)(4). Catalog/model number, device expiration date, device lot number, device manufactured date updated. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00450. It was reported that the pusher wire and bern catheter became entangled in the implanted coil thrombus. The target lesion was located in the arm vein fistula. A 10mm x 20 cm f-idc interlock and a .035 x 40 cm bern catheter were selected to treat the lesion. During an arm venous embolization treatment procedure, the coil was advanced into a bern catheter. When the coil was being advanced, the physician pushed the pusher wire too far. It was noted that both the pusher wire and the bern catheter became entangled in the implanted coil and the thrombus. They tried to pull it our firmly but was unsuccessful. The procedure was not completed due to this event. The patient was brought to the operating room for surgery to finish the procedure and remove both the pusher wire and the bern catheter. No further complications were reported and the patient's condition is fine.

Event description:
Same case as MDR ID: 2134265-2014-00450. It was reported that the pusher wire and bern catheter became entangled in the implanted coil thrombus. The target lesion was located in the arm vein fistula. A 10mm x 20 cm f-idc interlock and a .035 x 40 cm bern catheter were selected to treat the lesion. During an arm venous embolization treatment procedure, the coil was advanced into a bern catheter. When the coil was being advanced, the physician pushed the pusher wire too far. It was noted that both the pusher wire and the bern catheter became entangled in the implanted coil and the thrombus. They tried to pull it our firmly but was unsuccessful. The procedure was not completed due to this event. The patient was brought to the operating room for surgery to finish the procedure and remove both the pusher wire and the bern catheter. No further complications were reported and the patient's condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).